Manufacturer narrative:
Correction to the initial MDR. This should not have been reported as this is not a reportable event.

Event description:
A report was received that the patient is implanted with a competitor¿s device and will undergo an ipg replacement procedure to implant a bsc ipg.

Event description:
A report was received that the patient's ipg was no longer charging. The patient will undergo an ipg replacement procedure.